Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2012 patient experienced discomfort on/or around insertion site. Patient reported that after she changed insertion site the problems resolved themselves. No medical intervention was required. At the time of the call, patient reported being fine.